Event description:
It was reported that balloon rupture occurred. The a 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during multiple dilatations for a calcified and in-stent restenotic lesions, the balloon ruptured. The device was replaced and the procedure was completed with different device. There were no patient complications nor injuries reported.